Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD implant date (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent atrial undersensing was noted on the right atrial (ra) lead, which may be in/out of atrial tachycardia/atrial fibrillation (af) collection or mode switch. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.